Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a descemet tear in the right eye at the primary incision which was noted at the end of the procedure when the surgeon was sealing the wound. The surgeon opened the primary incision at the beginning of the procedure with a slade spatula with some difficulty. Increased opaque bubble layer was present after the laser portion of the procedure. The surgeon noted being unsure if the tear was due to the laser or technique used in opening the incision. Additional information has been requested.

Manufacturer narrative:
Descemet¿s membrane detachment/tearing are often attributable to surgical procedures, and are usually confined to an incision site. Known risk factors that may increase the likelihood of a detachment include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. The laser performs corneal incisions via photo disruption and introduces additional risk factors for a descemet¿s detachment. One known factor is that the released gas created during the procedure forms bubbles in the eye that can expand between the corneal stroma and the descemet¿s membrane. The parameters for corneal incisions (such as incision architecture) are user-defined and can also introduce risk factors for descemet¿s detachment. The treatment from the laser produces bubbles as a natural byproduct. The system parameters can influence the amount of bubbles produced, usually increasing proportionally to the number of treatment points and energy. Patient anatomy can also effect the creation and diffusion of the bubbles. An incomplete capsulotomy can be a result of many factors. Such factors include patient movement, energy issues, or even incorrect settings. An company representative (cr) assessed the system and was unable to find any nonconformity. The system met company specifications. Based on quality assurance assessment the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).